Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had rapid battery depletion. Review of performance data noted that the device had high programmed outputs and the patient had received appropriate high voltage therapies. The device remains in use and will be replaced. No patient complications have been reported as a result of this event.